Manufacturer narrative:
Sections with additional information as of 26-nov-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation; customer had returned an empty test strip vial. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(6). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 17-sep-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back-to-back blood tests of 120, 188 and 144 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was performed by the customer fasting and produced test results of 97 and 120 mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 09/18/2026 and test strips were opened on the day of the call. The meter memory was reviewed for previous test result history: result 1: 120 mg/dl date: (B)(6) 2025 time: 8:58am fasting. Result 2: 188 mg/dl date: (B)(6) 2025 time: 8:56am fasting. Result 3: 144 mg/dl date: (B)(6) 2025 time: 8:54am fasting.